Event description:
Customer reported that the autopulse platform displayed an error message upon power on. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Per the autopulse resuscitation system model 100 user guide (pn: 12555-001), "in the event of a system error, you can take no steps to return the autopulse to normal operation. The autopulse has detected an unrecoverable problem and cannot be restarted." Zoll (B)(4) confirmed the issue and found error 132 (internal watchdog timeout) during inspection of the platform. Archive data review could not be performed because no data remained on the platform.